Event description:
(B)(4) - it was reported by the consumer that the s900 mechanical wheelchair front riggings knobs were broken and riggings would not stay in place. There was no patient injury reported.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model s900, serial number/date code (B)(4) is approximately seven year old. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device and the maintenance history of the device are unknown. The malfunction has not been confirmed.